Manufacturer narrative:
(B)(4). Set was visually inspected with solution noted. Set was placed on machine for priming and run with no alarms noted. Set was visually inspected and a hole was noted in the tubing 48; 60 and 65 down from patient connector on one. Set was pressure tested underwater with a leak being noted where tape/hole was on the tubing. The complaint was confirmed in the lab for leak.

Event description:
Homecare services representative sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(6), 2012. The head nurse reported that the patient had some cassettes that had pin holes in the lines. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported issue. The rn stated that the home patient has encountered two boxes were the cassette tubing has had pinholes through out the patient line. The rn stated that she has one cassette and would be willing to send it in for sample evaluation. The rn stated that the hp realized that there were pinholes in the line when they noticed some moisture coming from the outside of the line. The rn stated that the pinholes are very small and there is no substantial fluid leak from the tubing but has told the hp to stop utilizing the tubing from the same lot number. The rn stated that the hp has thrown one box away but has told the hp to retain the other box. The rn stated that the tubing has not caused an alarm on the homechoice machine but has advised the hp to discontinue use of the boxes. The rn stated that the besides those issues therapy has been going well since the incident. There was no patient injury or medical intervention reported. No further information available. Baxter contacted the nurse to clarify the information: there was no visible hole in the tubing, however, when the tubing was squeezed a bead of solution would come out of the line. The nurse was only aware of 1 cassette that had the damage and could not comment on the quantity of cassette's experiencing the issue. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The home patients complaint for leak was confirmed during baxter's lab evaluation. The tubing hole is a known cause of a leak.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.